Event description:
82 year old white female initial monitor reading - sinus with begining v-tach abservant svt monitor turned to paddles- power on for cardioversion - set @ 50 joules - volume off - sync mode on - would not charge- batteries v'd - all connections appeared in order - trouble shooting measures not helpful. Patient follow-up: 50ml bolus s.v.p. P. Cordial turinings x 3 - monitor for cardioversion - not charging for defib. Testdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: electrical problem. Conclusion: device failure related to patient condition. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.